Event description:
It was reported that the right ventricular (rv) lead was possibly fractured. The lead had high and unstable superior vena cava (svc) and rv coil impedances - as well as high pacing impedance - and an alert was triggered. Occasional noise was seen during isometrics and upon visual inspection, indentations and bunching of the insulation were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was returned and analyzed; analysis revealed a flex fracture of the proximal conductor. There was also a flex fracture of the high voltage right ventricular (rv) conductor. (B)(4).